Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was missing additive. The following information was provided by the initial reporter. The customer stated: "the blood is clotting in the tube when frozen."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum there was missing additive. The following information was provided by the initial reporter. The customer stated: "the blood is clotting in the tube when frozen."